Event description:
Paramedics responded to a 911 call for a female with a chief complaint of chest pain and vomiting. Upon arrival, the pt was hooked up to the cardiac monitor. The pt's heart rate was greater than 200 and blood pressure was less than 90 systolic. Because the pt met the criteria for cardioversion, the pt was hooked up to the zoll stat-padz multi-function capability lot #0406. A reading of "bridge gap failure" occurred when the button was pressed. The engine co was on scene with the medic unit and also had cardioversion capability. The pt converted on her own to a pulse rate of 140. The unit was taken out of svc immediately and the ems office was notified. The unit was hooked up to the simulator back at the station. A reading of "bridge test failure" was noted. The local zoll medical corp rep was notified within an hr of the incident. The hosp was contacted and the stat-padz from the pt were retrieved.